Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Refer to medwatch 2032227-2016-29362.

Event description:
The customer reported via telephone call that the blood glucose ran high, up to 400 mg/dl. He stated that he had not been receiving insulin due to leaks. His shirt was wet and he could smell insulin. He was advised to change the infusion set. The insulin pump had not been dropped with the infusion set in place and the tubing had no visible cracks or splits. He reported that the reservoirs were leaking at the o-rings. The blood glucose reading at the time of the reservoir leaks was 250 mg/dl. The reservoir was replaced. The insulin pump was not returned or replaced.